Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011: patient presented with pre-op diagnosis of status post l5/s1 alif, radiculopathy. Patient underwent l5/s1 posterior lumbar fusion using rhbmp-2/acs and mas screws. No other information was provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2007: the patient presented with increasing back pain and left greater than right lower extremity rad iculopathy. The patient reports intermittent discomfort into the left testicle and problems with erectile dysfunction as well as difficulty sleeping for long periods of time. X-rays taken revealed a well fused l5 transitional level, l3-4 and l4-5 have mild degenerative changes. (B)(6)-2009: the patient presented for whole body bone scan. Impression: no abnormal uptake within the lumbar spine identified. (B)(6)-2009: the patient presented with low back pain and left buttock and leg pain. Impression: low back pain; sacroiliitis; lumbar radiculitis, recurrent; lumbar disc displacement of l5-s1 level. (B)(6)-2009: the patient underwent an emg which confirmed right sided s1 radiculopathy. (B)(6)-2009: the patient presented for MRI of the lumbar spine. Impression: transitional vertebra with lumbarization of s1. L5-s1, there is a central disc protrusion slightly inferiorly extruded, there is a small focus of annular tear. (B)(6)-2009: the patient presented with constant pain, worse on the right side than the left side at the lumbosacral junction, with burning discomfort down the right lower extremity, consistent with the s1 dermatone. His left s1 dermatome and heel are constantly numb. Previous MRI study reports there is a loss of disc signal and there is a central disc protrusion which extends slightly inferiorly and an annular tear. At l4-5 there is minimal concentric bulging without canal stenosis. Plain radiographs of the lumbosacral spine show five true lumbar vertebrae with a partially lumbaralized s1. (B)(6)-2009: the patient presented for CT scan of the lumbosacral spine with reformatted imaging. Impression: multilevel degenerative disc disease most prominently at l5-s1 where a central herniation is suspected. (B)(6)-2009: the patient presented with low back pain and right greater than left episodic lower extremity radiculopathy. The patient has paresthesias along his left hell as well as in the right lateral aspect of the foot. MRI of the lumbosacral spine reveals a degenerative disc at the l5 transitional segment there is mild neuroforaminal narrowing at both l5 transitional level and the transitional sacral level. CT scan of the lumbosacral spine showed degenerative changes at the l5 transitional segment. Impression: classic discogenic pain and intermittent bilateral lower extremity radiculopathy. He has failed nonoperative treatment measures including multiple epidural steroid injections and facet injections. (B)(6)-2009/(B)(6)-2009: the patient presented with lower back pain discogenic in nature. He has right greater than left sided intermittent lower extremity radiculopathy. (B)(6)-2009: the patient underwent x-rays of the lumbar spine. Impression: mild disc space narrowing involving l4-5 which appears re latively unchanged from previous study. The patient underwent MRI of the lumbar spine. Impression: small central herniated disc seen at l5-s1 with accompanying diffuse disc protrusion resulting in mild central spinal stenosis and mild bilateral neural foraminal na rrowing. Accompanying disc space narrowing is seen at this level. (B)(6)-2010 :the patient presented with a preoperative diagnosis of degenerative disc disease at l5-s1 and neural foraminal stenosis l5-s1 and right lower extremity radiculopathy. The patient underwent the following procedures: l5-s1 anterior radical discectomy with decompression of neural elements; l5-s1 anterior lumbar interbody fusion with rhbmp-2/acs, placement of prosthetic cage (peek); and anterior instrumentation. Impression: the patient is not expected to show post-operative evidence of compromised l2-s4 spinal nerve root function, other than that which may have been pre-existing. However, due to the lingering presence of neuromuscular blockade during decompression, nerve root compromise cannot be entirely ruled out. There was no evidence of brachial plexus compression/stretch injury secondary to patient positioning throughout the surgical course. Per the op notes, the peek spacer was filled with 3 rhbmp-2/acs sponges and tapped into the l5-s1 disk space. No complications were reported. (B)(6)-2010: the patient presented with low back pain that has significantly decreased and his radicular symptoms are no longer pres ent, however he does have some minor paresthesias , a little bit of discomfort in his left testicle. X-rays of the lumbar spine show good alignment. (B)(6)-2010: the patient presented with left lower extremity pain and testicular discomfort, and obtaining an erection and he describes classic retrograde ejaculation . (B)(6)-2010: the patient presented for MRI of the lumbar spine without contrast. Impression: post-surgical changes at l5-s1 with anterior spinal fusion hardware and a probable tiny amount of anterior postsurgical fibrotic tissue; no central canal stenosis or neuro foraminal narrowing within the lumbar spine. (B)(6)-2010: the patient presented with back pain at the level of his sacroiliac joint. The patient reported bending and feeling a crunching sensation in his back, at which point the pain in the arch of his left foot completely resolved. However, he has a numbness and discomfort in his left heel. The patient reports his testicular pain ins getting better and still has classic symptoms of retrograde ejaculation. MRI shows mild neuroforaminal stenosis . (B)(6)-2010:the patient presented for CT of the lumbar spine with reformatted 3d imaging. Impression: post-surgical change at l5-s1; mild multilevel disc bulging ; fixation hardware appears to be in stable position. (B)(6)-2010: the patient presented with back pain that continues to get worse with physical therapy and is still experiencing intermittent right lower extremity discomfort. MRI shows mild neuroforaminal stenosis. CT scan shows well placed hardware, no clear fusion. (B)(6)-2010: the patient underwent a right si joint injection. (B)(6)-2010: the patient presented with low back pain and some left buttock pain. The patient had no relief from his recent si joint injection. (B)(6)-2010: the patient presented with significant discomfort over his lumbosacral spine as well as intermittent discomfort in his legs. The patient underwent x-ray studies that show there is lateral recess (B)(6)-2010: the patient presented with significant discomfort over the lumbosacral spine as well as intermittent discomfort in his legs. Recent studies show there is lateral recess stenosis at the level of fusion with associated neuroforaminal stenosis. The patient underwent x-rays of the lumbar spine. Impression: status post anterior fusion l5-s1 level without instability. There was anterior spinal fixation at the l5-s1 level which is not significantly changed since prior study. Disc bulge at this level is contacting the descending bilateral s1 nerve roots which is unchanged in appearance. Mild degenerative disc disease at remaining lumbar spinal levels. (B)(6)-2010: the patient presented with retrograde ejaculation since his surgery. The patient also reports lumbosacral spine pain. CT scan shows pseudoarthrosis. Other previous studies showed minor lateral recess stenosis at the level of the fusion and neuroforaminal stenosis. Straight leg raise test on the left hand side causes discomfort in the left thigh; the right hand side causes discomfort in the right thigh as well as numbness in the right heel. (B)(6)-2011: the patient presented stating his retrograde ejaculation had greatly improved and is able to maintain an erection and complete sexual performance with cialis. He continues to have pain over the lumbosacral spine, worse on the left hand side. However he has discomfort into the right leg and heel. Plain radiographs show well placed hardware. The patient underwent x-rays of the lumbar spine impression: post anterior fusion of l5-s1 without change from prior study. (B)(6)-2011: the patient presented for CT of the lumbar spine. Impression: small protrusion at l5-s1; post fusion with disc spacers. The patient underwent an MRI of the lumbar spine as well. Impression: midline protrusion at l5-s1; anterior fusion of l5-s1 with disc spacer. (B)(6)-2011: the patient presented with significant lower back pain as well as right greater than left sided discomfort, bilateral heel pain and left testicular pain. A CT scan from the past shows pseudoarthrosis . The patient underwent x-rays of the lumbar spine. Impression: status post surgery, with no change in alignment. (B)(6)-2011 : the patient presented with a preoperative diagnosis of l5-s1 pseudoarthrosis, status post l5-s1 anterior lumbar interbody fusion and left greater than right extremity radiculopathy. The patient underwent the following procedures: l5-s1 posterolateral fusion, l5-s1 intstrumentation, use of local bone graft, l5 and s1 laminectomy with bilateral laminal foraminotomies l5-s1, interpretation of biplane fluoroscopy, use of rhbmp-2/acs and local bone graft for fusion. The patient underwent intraoperative neurophysiological monitoring. Impression: there was no electrophysiological evidence of medial pedicle cortex breaches upon electrical stimulation of bilateral l5 and s1 pedicle screws. Per the op notes, following pedicle screw placement, the transverse processes and sacral ala were decorticated with a high speed bur. The local bone graft was mixed with rhbmp-2/acs. No complications were reported. (B)(6)-2011: the patient underwent x-rays of the lumbar spine. Impression: status post-surgery at the level of l5-s1. Stable hardware and disc height. (B)(6)-2011: the patient presented stating his back pain had improved. He still experiences left testicular pain although this is also decreased. His left heel pain has resolved although he does experience some left midfoot discomfort. The patient underwent x-rays of the lumbar spine. Impression: status post anterior and posterior fusion l4-5 level with intact orthopedic hardware in anatomic alignment. (B)(6)-2012: the patient presented with decreased swelling and spasms but continues to have discomfort in the left groin and testicle. The patient underwent x-rays of the lumbar spine. Impression: post anterior and posterior l5-s1 fusion without evidence of complication. (B)(6)-2012: the patient presented for x-rays of the lumbar spine. Impression: post l5-s1 fusion with laminectomy. (B)(6)-2012: the patient presented with some spasms and some swelling as well as discomfort in the left groin and testicle. Plain radiographs show he is completely healed. (B)(6)-2013: the patient presented for x-rays of the lumbar spine. Impression: status post l5-s1 anterior and posterior fusion in anatomic alignment.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.